Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. His medwatch is for strip lot 22906611. Reference medwatch with patient identifier (B)(6) for strip lot 22736411.

Event description:
Reporter states patient tested 3.7 inr (strip lot 22736411) and 1.7 inr (strip lot 22906611) on the coaguchek xs system. Results were obtained using different strip lots. The patient's coumadin was increased based on the 1.7 inr result. No adverse event reported. Requested return of suspect strips and replacement was sent.